Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient takes two hours to charge the stimulator when it is dead and an hour to charge it when at half power. The charge last 12 to 14 hours when fully charged. While holding still and charging the recharger looses connection and says, ¿recharging needs attention¿. The patient has also experienced the charger go from having power to no power in a matter of minutes, preventing them from fully charging the ins. No symptoms reported. No further complications were reported or anticipated.